Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain.¿it was reported that during a routine impedance check on (B)(6) 2021, discovered all contacts on 0-7 lead measured >10,000.¿patient denies any falls or accidents or ever having been informed of high impedance on any contacts. Patient wasnt using this lead for her therapy. She had one group ( group a) that had a program involving contacts on this lead so that program was deleted. Patient is aware and stated she has better coverage withgroups b <(>&<)> c, however she wanted to have the option to keep all groups a, b <(>&<)> c, so only a1 program, involving contacts on the 0-7, lead was deleted. No interventions were taken or planned as the patient is very satisfied with the pain relief she is getting currently from her functio nal lead. The issue was resolved. Hcp had no further information.